Event description:
The customer reported that the system would not allow them to save images and that it displayed a file corrupted error message and would not re-boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups switch on the rear of the workstation was replaced. The system was tested and found to be working as intended and put back into svc.